Event description:
N/a.

Manufacturer narrative:
The microsensor (ID (B)(6)) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2024. Three days later, the microsensor could not be detected without icp readings. Therefore, the physician explanted the device on (B)(6) 2024 and stopped monitoring. The patient is stable.